Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No traces of moisture were noted at the electronic or motor assemblies. The insulin pump was received with minor scratches on the display window and a cracked case at the reservoir tube window corners.

Event description:
(B)(4: I#m getting a pump error on my pump. Inquired what led up to the complaint. Customer response: alarming button error and will not let me do anything and it said button pressed for more than three minutes press esc and act to clear. I did that and it worked and I hit resume. Customer indicates serious injury/hospitalization: no button error t/s per (B)(4). Patient's bg at time of incident: 358 mg/dl. Explained alarm and possible causes.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.